Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger would not power on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the battery charger/modem's power brick connector was found to be defective. The root cause for the defective power brick connector could not be positively identified. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.